Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. It was determined that the lock sensor was not working properly. The lock sensor was replaced.

Event description:
It was reported that the device shows it is not locked despite being locked. The event took place during preparation. There was no patient involvement.